Manufacturer narrative:
This report was sent in error: this would not be likely to cause or contribute to death or serious injury. Driveline sheath damage without damage to the inner wires will not affect the function of the vad. Therefore this is not a reportable event. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. The manufacturer has opened an internal investigation for this type of issue. No additional information will be forthcoming.

Event description:
This report was sent in error: this would not be likely to cause or contribute to death or serious injury. Driveline sheath damage without damage to the inner wires will not affect the function of the vad. Therefore this is not a reportable event.

Event description:
It was reported that a patient called into the ventricle assist device (vad) clinic to report he had noticed two small areas of outer sheath separation of his of driveline. No alarms were reported by the patient. The vad coordinator scheduled the patient for a clinic visit for a driveline inspection and repair. It was noted that the driveline had outer sheath separation noted just distal to the strain relief and approximately 4" distal to the connector. Driveline repair was performed. There is no consequence or impact noted to the patient for this event. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Visual inspection and repair of the device done while it remained in the patient. Device remains implanted in patient.